Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) was reportedly above 400 mg/dl with moderate ketone levels identified as dangerous. The customer administered a manual injection and consumed water to treat bg and moderate ketones. Reportedly, the customer resolved the occlusion alarms by either clearing the alarm and resuming insulin delivery or completing a supply change.